Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low reservoir and low reservoir anomaly. Customer's blood glucose at time of incident was 80 mg/dl. The customer stated the picture of their reservoir is showing different what is actually inside of the reservoir. The customer stated a lot of insulin was left in the reservoir when the icon was showing blank. Customer has only been noting this issue since has been using the 3.0ml reservoirs in the pump. The customer was advised to monitor the issue and call us back if issue continues.